Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complaint is confirmed as we are able to confirm complaint description (broken - extractscr f/pfna blade) based on the received pictures. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available (information or/and material), the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the setup of the loan set for proximal femoral nail antirotation (pfna) instruments in theatre on (B)(6), 2018, it was noticed that the pfna helical blade removal instrument was delivered to the hospital damaged. The hexagonal shaft and two-thirds of the threaded part of the tip of the extraction screw for proximal femoral nail antirotation (pfna) blade had been broken off. The procedure being performed was the exchange of a long pfna nail, helical blade, and distal locking bolt for a short pfna nail and helical blade to enable the insertion of a long-stem total knee replacement. There was no issue with the first pfna as the fracture had healed without issue, but the long nail was in the distal femur and needed to be removed and replaced with a short nail to ensure the distal end of the nail did not impact on the insertion of the stem of the femoral component of the total knee replacement. The surgeon wanted to see if the instrument would still function in the condition it was supplied, but the extraction screw failed to function. A replacement instrument from the hospital¿s owned nail removal set was sourced to complete the instrument set up and used to perform the case without issue. The procedure was successfully completed with no delay. There was no impact on the patient as an alternative instrument had been sourced prior to commencement of the case.

Manufacturer narrative:
Additional device product code: hxx. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the tip of the extraction screw for proximal femoral nail antirotation (pfna) blade was damaged and was not able to be used. It was unknown if there was a procedure or patient involvement. This report is for one (1) extraction screw for pfna blade. This is report 1 of 1 for complaint (B)(4).